Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing. Technical services (ts) was consulted and confirmed the presence of undersensing. It was noted that the clinician planned to bring the patient into the clinic for further evaluation. This ICD and rv lead remain in service. No adverse patient effects were reported.